Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer stated that a barcode misread on the tdx/tdxflxflm ii reagent pack. A calibration was performed using a flm ii reagent pack but upon review of the calibration, they noted ethosuximide was calibrated instead of flm ii. The abbott customer technical advocate had the customer clean the reagent barcode and the barcode reader to resolve the issue. No patient results were generated and there was no impact to patient management.